Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of guide catheter detached/separated. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent was returned deployed from the delivery system with the guide catheter kinked and separated into two parts, and the push catheter suture hole torn. Based on the media inspection, the photo shows that the stent was still attached to the delivery system, the guide catheter was kinked, and the push catheter suture hole was torn. A microscopic inspection was performed and found that the guide catheter was kinked and separated, and the push catheter suture hole was torn. No other problems with the device were noted. The reported event of stent failure to deploy was confirmed. Taking all available information into consideration, the investigation concluded that most likely the reported event and observed failure were caused by manipulation of the device during the procedure. A tortuous anatomy and the technique used by the physician could have caused the reported failure as the pull wire was fully retracted, suture hole torn, and the guide catheter kinked confirming that a device deployment was made. Therefore, the most probable cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones in the biliary duct performed on (B)(6) 2023. During the procedure, when the sheath and guidewire were removed to deploy the stent, it did not deploy properly. The duodenoscope was removed and the procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.